Event description:
As reported, the 23mm sapien xt valve in the aortic position via transfemoral approach failed approximately 7yrs post implant and mode of failure was stenosis. Patient was treated with a new sapien 3 ultra valve. Additional information indicated that the xt valve was not removed, the patient was symptomatic, the baseline gradient upon deployment was 52mmhg and the current gradient was 4.9mmhg

Manufacturer narrative:
Investigation is ongoing. Valve remains in patient.

Manufacturer narrative:
The valve was not returned; therefore, a visual inspection, functional testing, dimensional testing was not performed. No imagery returned therefore an imagery evaluation was not performed the reported event does not allege a malfunction that could be related to an edwards manufacturing deficiency therefore, no device history record (DHR) review or lot history review was performed. As no device was returned and there is no evidence to support a manufacturing/design defect potentially contributed to the complaint, a manufacturing mitigation review is not required. Edwards has provided the guidelines or instructions to physicians in the IFU and training materials. The IFU for nova flex+ delivery system with sapien xt valve was reviewed. No IFU/training deficiencies were identified. As the complaint for valve stenosis was unable to be confirmed, a complaint history review was not required a review of edwards lifesciences risk management documentation was performed for this case. Given the known inherent risk, valves that are reported for degeneration post implantation over 5 years are considered natural deterioration of the valve and are not considered a device malfunction therefor not included in the risk management file. No further action is needed. The complaint for valve stenosis was unable to be confirmed as no device/relevant imagery/medical records were provided for evaluation. There is no allegation of device malfunction contributing to the reported event. A review of the IFU and training manuals revealed no deficiencies. During the manufacturing process, all sapien xt valves are 100% visually inspected for defects and 100% tested for proper coaptation under physiological backpressure conditions prior to release for distribution. Therefore, it is highly unlikely that a manufacturing defect or device malfunction contributed to the event. Per the instruction for use (IFU), valve stenosis is a potential risk associated with bioprosthetic heart valves. Stenosis of an implanted valve may be a manifestation of structural valve deterioration (svd). This term refers to changes intrinsic to the valve, and can include failure modes such as wear, calcification, leaflet tear, stent creep, leaflet disruption, or leaflet retraction. Svd may be mild and not require any intervention or it may be moderate to severe. It can cause the heart to work harder to eject blood from the ventricle. Depending on severity it could be an indication for valve replacement or medical intervention. Tissue calcification is a very common failure mode. The mechanisms for bioprosthetic heart valve tissue calcification is not yet fully understood. Many factors can contribute to the onset and propagation of calcification including patientrelated (e.g. Patient age, disease state, immune status, and other comorbidities), pharmacological, and intrinsic properties of the valve itself. It is widely understood that patients with chronic renal disease and prior history of calcific stenosis of the native valve may be predisposed to bioprosthetic calcification. In this case, due to limited information and unavailability of relevant returned product, a definite root cause is unable to be determined at this time. Since no manufacturing nonconformances or labeling/IFU/training deficiencies were identified, no product nonconformance was confirmed. No corrective/preventative actions (CAPA) nor product risk assessment (pra) escalation are required.